Event description:
It was reported that a device does not recognize a closed door. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter is currently evaluating this device. A supplemental MDR will be submitted when the device eval is complete.